Event description:
On (B)(6) 2012, while performing a clinical assessment, an agfa cardiology clinical reporting specialist realized and became aware this site's impax cv results mgmt (rm) niv module contained by default, incorrect sentences. Specifically, the clinical sentence used to describe a "left internal carotid artery (lica)" via the "carotid duplex/left plaque/lica morph" finding 'calcified' contained the wording "left common carotid." This led to incorrect clinical findings displayed on the printed rep of the reports, based on the incorrect wording of the structured data. Investigation revealed the impax cv results mgmt (rm) niv module contained by default, incorrect sentence for the specific section identified above. There was no pt harm or impact reported for this event.

Manufacturer narrative:
A supplemental report will be submitted once the issue of this incorrect sentence is corrected by agfa. Agfa reported a correction to the FDA on (B)(4) 2012 and will correct the impax cv reporting niv module at affected sites identified as having the niv reporting package installed (including the site in this report). All sites will be corrected using the rmat post-market verification process. The FDA registration number for this report of correction is 1225058-07-10-2012-003-c (FDA recall # (B)(4)) and updates for this correction will be submitted via the part 806 - reports of corrections and removals for the expanded customer sites.